Event description:
It was reported that an ilet user experienced recurrent nighttime low glucose after three meal announcements were entered within a three-hour time period overnight. The user did not recall initiating these meal announcements. Symptoms included hypoglycemia with a measured blood glucose of 57 mg/dl without reported physical symptoms. Outcomes included on-the-spot treatment with oral glucose and food, and user education. Investigation included review of system data showing closely spaced meal announcements and user counseling on proper meal announcement spacing and a soft reset protocol. Investigation of this case revealed that user-triggered, closely timed accidental meal announcements likely led to excess insulin delivery and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to algorithm maladaptation and resultant low glucose.